Event description:
Customer reported receiving a thresh hold suspend alarm on the insulin pump. Customer stated that his blood glucose reading was 80 mg/dl and the sensor was reading 220 mg/d. Customer stated that he had inappropriate thresh hold suspend alarm and a difference between the sensor readings and the blood glucose readings. Customer mentioned noticing crooked cannula. No further information reported.

Manufacturer narrative:
Inspected one opened and used sensor. Performed bicarbonate buffer test. Sensor passed per specification with accurate readings.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.